Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event after announcing and consuming a meal while at the low end of the target range, which was followed by pump and phone alerts; the pump displayed a low glucose alarm and the phone alerts were due to account lockout from multiple failed password attempts, for which password reset assistance was provided and completed. Symptoms included hypoglycemia with a nadir of 63 mg/dl without loss of consciousness or other acute effects. Outcomes included transient impact with glucose outside the target range for a few hours and no medical intervention or hospitalization. Investigation included customer interview, device use review, and troubleshooting with user education. Investigation of this case revealed that fast-acting oral carbohydrates were used and resolved the low, and the phone alerts were due to credential lockout rather than device malfunction. It was concluded that the hypoglycemia had an unclear cause and that the device functioned as designed, with successful resolution through user actions and support.